Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to high rate non sustained episodes and an increased sensing integrity count (sic). The lead remains in use. No patient complications have been reported as a result of this event.